Event description:
It was reported that during a laparoscopic sigmoid procedure, each device was not activated with the hand switch. In the second device, the blade was broken off (did not fall into the patient). Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.